Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with helix fully extended. Electrical testing and visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular lead had dislodged and exhibited loss of capture leading to bradycardia. The lead was removed and replaced. The patient was stable.